Event description:
The customer reported the ventilator alarmed due to a 12 volt supply failure and was having power issues. The customer reported the ventilator was in use on a patient and there was no patient harm. A 12 volt supply failure may result in a vent inop condition during normal ventilation operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer reviewed the device diagnostic history and noted a 12volt supply failure as reported. The service engineer replaced the power management pcb board to address the reported problem. Final applicable testing was performed per operating specifications.